Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during initial startup of intra-aortic balloon (iab) therapy, the customer was trying to connect the pressure tubing with the transducer but the tubing connector failed to connect. Although attempts was made to adjust the position of the pressure tubing connector, cracks were found on the pressure tubing connector and it was unable to be connected with the transducer. The iab was replaced to continue therapy. There was no reported injury to the patient.